Event description:
It was reported that during percutaneous transluminal coronary angioplasty/stent procedure, after successful stent deployment, the stent delivery system (sds) balloon was slow to deflate. A 60cc syringe was used to apply negative pressure, but could not deflate the balloon to about 50%. The sds was removed through the guiding catheter while still partially inflated. The sds remained in the correct position within the vessel.